Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported off-label use was due to the triclip steerable guide catheter (tsgc) being used on a mitral valve. A cause for the reported perforation cannot be determined. Perforation is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a combined mitraclip and triclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 and functional tricuspid regurgitation (tr) grade 5. A mitraclip xtw (lot: 40116r3020 ) was successfully placed on the mitral valve utilizing the triclip steerable guide catheter (tsgc), reducing mr to grade 1-2. The tsgc was then retracted to the right atrium and two mitraclip (lot: 40116r3028, lot: 31213r2021) were successfully implanted, reducing tr to grade 2. A right to left shunt was observed via the iatrogenic atrial septal defect formed by the transseptal puncture for the mitral valve treatment. A 12mm amplatzer septal occluder (lot: 7500611)was chosen for implantation. During deployment, the occluder failed the push/pull test due to mis-sizing. There was no device issues or patient effects due to the mis-sizing. A replacement 16mm amplatzer septal occluder (lot: 7318238) was placed successfully. There was no clinically significant delay.